Manufacturer narrative:
This complaint is confirmed and will be reported as manufacturing related. Returned for evaluation is one disposable grasping snare. Upon receipt the hoop snare has detached from its metal locking crimp. Gross and microscopic examinations of the snare hoop reveal an improper crimp. A chr of lot #husf0002 showed no other product complaints from this lot number.

Event description:
Detachment of the hooped snare. When the user grasped the insertion wire with the snare, the hooped snare detached and fell into the pt's stomach. The fallen hooped snare was removed using another snare.